Event description:
Mother to pt allegedly found pt on (B)(6) 2012, in her home. She reports cause of death is unk, autopsy and toxicology tests have been done and states results will not be back for at least six weeks. Pt was wearing pump at time of death. Advised of sequence of events. She does not know. All she can say is patient was not feeling well. She talked to her on (B)(6). Was unable to get in touch with her after this and had someone go to her house when she was found on (B)(6) 2012. She does not have the pump, does not know exactly where it is. And says it is in a secure place. Mom declines sending copy of death certificate reports. It does not say anything other than patient died and where she died. She states coroner could not determine exactly when pt died and they used the date she was found. Cause of death is unk at this time.

Manufacturer narrative:
No used or unused devices were returned to MFR since the lot number is unk, no batch record review or testing of retained samples could be performed. If the lot number becomes available, the case will be re-opened and appropriate actions will be taken. Unomedical was informed about the case in (B)(4) 2012, however new info regarding the complaint description was received on (B)(4) 2012, which triggered the complaint to be re-investigated and deemed reportable. The importer was asked for further info, but no death certificate or cause of death has been released yet.